Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level. His blood glucose level was 545 mg/dl. The customer switched from his old to new insulin pump and went back to his old insulin pump to correct his blood glucose level. His blood glucose level went from 192 mg/dl to 549 mg/dl. The customer had a dual wave and should have not had that set up. The device was not returned.